Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported while wearing the abbott diabetes care (adc) device. As a result, the glucose alarm did not sound and customer experienced disorientation and was unable to self-treat. Customer had contact with a third-party (wife) who administered a glucagon injection as treatment and reported being able to self-treat when feeling better with something to eat. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported while wearing the abbott diabetes care (adc) device. As a result, the glucose alarm did not sound and customer experienced disorientation and was unable to self-treat. Customer had contact with a third-party (wife) who administered a glucagon injection as treatment and reported being able to self-treat when feeling better with something to eat. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a (B)(6) samsung - galaxy s22 plus phone with android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced disorientation and was unable to self-treat. Customer had contact with a third-party (wife) who administered a glucagon injection as treatment and reported being able to self-treat when feeling better with something to eat. No further information was reported. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.